Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. A review of the production record was performed. There was one approved temporary dn noted on the lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process potentially related to the complaint. This includes non-conformance's, rework, labeling, process controls and any other occurrence in production. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager reported that an external dialyzer blood leak was noticed at the end of the patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an external blood leak, and it was visually observed after the end of treatment when the dialyzer was turned over. The machine, a fresenius 2008t machine, did not show a blood leak alarm. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient remained on the same machine and treatment was completed successfully. The complaint device was confirmed to be available for return, and a return package will be shipped to the clinic to return the dialyzer to the manufacturer for evaluation.